Manufacturer narrative:
Investigation: per the customer, the replacement fluid was 5% albumin and the fluid balance was 100%. Access was double lumen femoral line. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that about 20 minutes into a therapeutic plasma exchange (tpe) prcoedure, a patient with myasthenia gravis became hypotensive. The physician was present and rapid response called, the procedure was paused and then rinseback started. Patient was sent to ER due to hypotension and complaints about his ascites. Pt was stable when transferred. There was discussion that after his tpe whether they would send him to the ed for his paracentesis or whether he could go to the clinic. He was complaining of nausea pre procedure, pre-procedure bp around 100/60. Per the customer, the patients health was declining over the prior weeks and he was getting paracenteses every 2 weeks. The physician at the site believed that the patient may have peritonitis and missed his last paracenteses (4 weeks since previous). The patient came in the day of the procedure with a great deal of ascites and previous paracentesis was positive for blood and he received some prbcs. They reported they did not feel that the apheresis was a contributing factor. Patient ID, age and outcome are not available at this time. The exchange set is not available for return because it was discarded by the customer.

Event description:
The customer reported that about 20 minutes into a therapeutic plasma exchange (tpe) prcoedure, a patient with myasthenia gravis became hypotensive. The physician was present and rapid response called, the procedure was paused and then rinseback started. Patient was sent to ER due to hypotension and complaints about his ascites. Pt was stable when transferred. There was discussion that after his tpe whether they would send him to the ed for his paracentesis or whether he could go to the clinic. He was complaining of nausea pre procedure, pre-procedure bp around 100/60. Per the customer, the patients health was declining over the prior weeks and he was getting paracenteses every 2 weeks. The physician at the site believed that the patient may have peritonitis and missed his last paracenteses (4 weeks since previous). The patient came in the day of the procedure with a great deal of ascites and previous paracentesis was positive for blood and he received some prbcs. They reported they did not feel that the apheresis was a contributing factor. Per the customer the patient has health issues and his health has nothing to do with the apheresis procedure. The patient is stable and doing well. Patient ID and age are not available at this time. The exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: per the customer, the replacement fluid was 5% albumin and the fluid balance was 100%. Access was double lumen femoral line. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that about 20 minutes into a therapeutic plasma exchange (tpe) procedure, a patient with myasthenia gravis became hypotensive. The physician was present and rapid response called, the procedure was paused and then rinseback started. Patient was sent to ER due to hypotension and complaints about his ascites. Pt was stable when transferred. There was discussion that after his tpe whether they would send him to the ed for his paracentesis or whether he could go to the clinic. He was complaining of nausea pre procedure, pre-procedure bp around 100/60. Per the customer, the patients health was declining over the prior weeks and he was getting paracenteses every 2 weeks. The physician at the site believed that the patient may have peritonitis and missed his last paracenteses (4 weeks since previous). The patient came in the day of the procedure with a great deal of ascites and previous paracentesis was positive for blood and he received some prbcs. They reported they did not feel that the apheresis was a contributing factor. Per the customer the patient has health issues and his health has nothing to do with the apheresis procedure. The patient is stable and doing well. Patient ID and age are not available. The exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: per the customer, the replacement fluid was 5% albumin and the fluid balance was 100%. Access was double lumen femoral line. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Some of the most common reactions include fever, urticaria, hypocalcemic symptoms, pruritus, dyspnea, tachycardia, and mild hypotension. Per terumo bct's medical review, the device did not cause or contribute to this incident. Root cause: a root cause assessment for the adverse reaction was performed for this complaint. The reported hypotension is a common side effect of therapeutic apheresis procedures. It is typically caused by fluid shift, blood loss, length of the procedure, patient's sensitivity to the procedure and/or hemodynamic stress of the procedure.